Manufacturer narrative:
All available information was investigated, and the reported failure to straighten and cable break were not confirmed. The reported failure to curve was found to be a longer neutral zone in the "m" direction. It was observed that there was slack in the m cable. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported failure to straight, inability to curve, and broken cable appear to be related to user perception of the altered neutral zone, caused by the observed m cable slack. The observed m cable slack appears to be related to procedural conditions (curving the device over 90 degrees in the m direction and additional curves in the a direction applied). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and advanced into the left atrium (la). However, while applying m-knob, the physician observed the clip delivery system (cds) was no longer moving. It was noted the cds may have been curved more than 90 degrees. The cds was then removed. Upon removal, it was noted while applying m-knob, a cable break was suspected as the cds was not longer able to curve or straighten. The cds was replaced, and an xt clip was inserted. The xt clip was inserted and positioned over the valve. However, before applying m-knob, the physician stated the m-knob was attached in a different orientation than normal. Therefore, the xt clip was removed and replaced. Three clips were then successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.